Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. Review of x-rays by manufacturer revealed that the lead electrodes were implanted at c5-c6 with 1 tie down and strain relief noted. The generator was implanted in the left chest with lead connector pins fully inserted past the generator connector blocks, feedthroughs intact, and lead wires intact at the connector pins. There were no visible gross lead discontinuities along the entirety of the lead, though some portion of the lead was behind the generator, therefore, a lead discontinuity in that area could not be ruled out. The patient had not experienced any recent injury or trauma that may have damaged the ncp systems and that the patient did not manipulate the device through the skin. Revision surgery was performed, during which both the lead and generator were explanted and replaced. The patient is reportedly dowing well following the revision surgery. No adverse event was reported in conjunction with the high lead impedance condition.